Manufacturer narrative:
Radiographs were not provided to confirm the event. No product has been returned for investigation therefore root cannot be determined at this time. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants". No product failure implied.

Event description:
On (B)(6) 2017, a (B)(6) y/o male underwent a lateral interbody fusion procedure at the l3-5 disc space. Post-operative films showed a vertebral fracture at l2. Revision surgery is under consideration.